Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set with clearlink was involved in an air in line alarm incident. This occurred during use with a pump set at 500 ml per hour, and approximately halfway into the procedure. Air was observed inside of the tubing. This required additional time to remove the air; however, 15 minutes later the pump alarmed for air in line again. The report indicated that this occurred during priming as there was reportedly no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This occurred during infusion. There was no patient injury or medical intervention associated with this event. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing and underwater leak testing were performed. The device was found to operate per specification during all performed testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.